Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was admitted to the hospital with a low grade fever, high white blood cells count and the patient was being rigid and unresponsive that morning when they woke up. The patient's healthcare provider (hcp) is concerned that it is related to the patient's device or therapy, but they are not sure. The patient's ins was checked that morning and found be on with 75% charge. The patient has been improving since being admitted to the hospital. The hcp was given contact information to get a manufacturing representative to check the patient's device. No further complications were reported.